Manufacturer narrative:
Additional information was received verbally from the customer that a tube change out occurred. One percutaneous suctionaid tracheostomy tube was returned for analysis in used conditions. Visual inspection revealed that the suction line connector had detached from the tube and residues from the tube were observed inside the connector. Relevant documents and manufacturing process were both reviewed and deemed adequate. The bonding operation was reviewed; no discrepancies found. The bonding operation of the suction connector and the tube was audited of (B)(4) units; no discrepancies found. In attempt to reproduce the failure mode a suction line was normally assembled, and the connector was pulled with strong force resulting in the connector becoming detached. Based on the evidence, the complaint was confirmed. However, the root cause is unknown with the most probable cause being that the product was damaged after leaving manufacturing facility.

Event description:
Information was received indicating that the suction line connector to a smiths medical portex® griggs® percutaneous dilation tracheostomy became detached. There was no reported adverse patient effects.